Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had consistent air-in-line error during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "consistent air-in-line error" was not reproduced. A review of the event history log revealed "air-in-line error" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of specification ultrasonic sensor readings. The upstream sensor requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.